Event description:
As reported by the user facility information by bbm sales organization in brazil: "flow rate deviation" according to the customer: "the infusion pump without proper control of actual dripping; there was a hemodynamic instability due to the infusion of noradrenaline."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: as there was no detailed information regarding the programming in use during the adverse event and did not inform the day on which the event occurred, it was not possible to carry out more in-depth evaluations of the history of use against this occurrence. However, the control quality of laboratories b. Braun s/a submitted the history of the equipment the evaluation, looking for the last programming of noradrenaline (nora), being verified that on (B)(6) 2022 at 09:00 am and 42 seconds the infusion was started. This infusion, among several stopped by the user, continued as programmed, being interrupted completely by the user at 06 hours, 00 minutes, and 54 seconds of the day (B)(6) 2022. Resulting in a total infusion of 63.52ml. Additionally, the unit was submitted to two simulation tests of use. For the first, a flow rate of 0.93 ml/h was programmed for the period of 01 hour, in the second, a flow rate of 2.76ml/h was programmed for the 1-hour period. It was verified that, during the tests, the equipment worked correctly, without any deviations being identified volume flow rate above specified. Due to the data exposed above, we inform you that the reported occurrence was classified as "unconfirmed". Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.